Event description:
It was reported that, during inspection prior to use, the high flow insufflation unit exhibited a display-related issue. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.